Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working. The insulin pump had an insulin flow blocked alarm during fill tubing. The customer had changed out everything in the insulin pump but it kept saying there was a blockage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.